Event description:
Patient presented to the physician with redness and purulent discharge at the chest incision site. Imaging revealed fluid accumulation in the pocket. Physician prescribed antibiotics.